Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal seal luer-lok end broke off. The robotic arms were docked to the patient. It was unknown if fragments fell inside the patient.